Manufacturer narrative:
Section h4 corrected. Manufacturer's investigation conclusion: the reported pump stops were confirmed via the submitted log files; however, a specific cause could not be conclusively determined through the evaluation of the returned portion of the driveline. The submitted log file contained data from on (B)(6) 2021 at 12:27:46 to on (B)(6) 2021 at 10:09:14. Throughout the captured data, an intermittent pump-stop event was captured on (B)(6) 2021 while the patient was supported by both the power module. A motor stop event was captured, and the pump speed dropped to 0 rpm during this event. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed, low flow, and pump stop events cannot be conclusively determined. The submitted x-ray of the internal and external portions of the patient¿s driveline was unremarkable. No obvious areas of damage were noted. A driveline repair was performed on 19aug2021 and approximately 18.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Layers of tape were observed approximately 2-3" and 14-16 " from the metal connector. The silicone sleeve was removed, and the examination of the bionate revealed discoloration but showed no signs of damage. Fraying and minor breakdown in the metal braided shield were observed along the length of the driveline. Areas of more severe breakdown were observed approximately 2.5¿ and 11.5¿ from the metal connector. The shield also showed green oxidation, possibly indicative of moisture ingress. The shielding was removed, and visual and microscopic examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wires that would have resulted in an electrical short. The patient remains on an ungrounded cable and there were no further issues since the repair. The patient remains ongoing on heartmate ii lvas serial number: (B)(6). The heartmate ii lvas patient handbook contains a section on caring for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU outlines indications of driveline damage as well as how to respond to such events. The heartmate ii lvas patient handbook, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The implant kit was also shipped with heartmate ii lvas IFU of this IFU discusses damage due to wear and fatigue of the driveline. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 28oct2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A distal end driveline repair was performed on 19aug2021. No signs of damage were found on the replaced portion of the driveline. The patient will continue to use an ungrounded patient cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having pump stop alarms while on the power module on (B)(6) 2021 at 10:08 am. There were no alarms noted on batteries. The patient had x-rays that showed no obvious areas of driveline damage. A distal end repair was requested.